Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient had the right asr hip implant explanted on (B)(6) 2009 and underwent another revision on or about (B)(6) 2010. Update 01/24/2012 of plaintiff's preliminary disclosure form was received which identified part/lot information for cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/28/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated infection with a loose stem and cup. There was no mention of metallosis or metal poisoning as litigation alleged. All implants were removed and prostalac was placed. Patient was reimplanted on (B)(6) 2010. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/3/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No devices associated with this report were returned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). A search of the complaints databases against the femoral stem was not possible as the necessary product/lot code combination was not provided. The patient was initially implanted with depuy devices in january 2007 and revised for infection in august 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than two years post primary implantation. The investigation can draw no conclusions with the information made available.